Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported insulin pump had an error in the motor was detected by reading unexpected value from hall sensor error and customer was not able to passed the test. The customer¿s blood glucose was unknown at the time of incident. The customer state that after every rewind pump error and pump restart. The customer also state that they were not able to rewind the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No motor movement or negligible alarm during the rewind test due to corroded motor home switch. Unable to verify pump error alarm due to no motor movement or negligible alarm during the rewind test. Insulin pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage and minor scratched lcd window.